Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm logs were reviewed and indicated alarms occurred that could have resulted in a loss of mechanical ventilation. The flow sensors were re-calibrated, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. There was no report of patient injury.